Manufacturer narrative:
(B)(4). Per the final statement to complaint letter dated july 05,2013, the complaint sample was visual inspected and no deviations were identified. The complaint sample was also tested by filling the reservoir with water and leaving the reservoir overnight with a clamp on the venous inlet. No issues were identified with the reservoir. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital,a small amount of blood pooled at the top of reservoir (lot number 70082016), where the venous inlet comes in. This event was identified after setting up and priming the device with blood. Reference: complaint (B)(4).